Event description:
Fixation between reamer was loose. This is report 5 of 5 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The additional evaluation revealed that the fixation sleeves shows several signs of wear and tear due to frequent use. The angles are rounded as a result of wear. An internal corrective action has been opened to address this issue. Since this complaint, the material of this instrument has since been updated to improve resistance in this area. As a result of the risk analysis and as a result of the already implemented measures, no further actions were taken.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Placeholder.